Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer recalled the monitor tech pointing to the monitor alleging it was not alarming for supraventricular tachycardia (svt) and ventricular tachycardia (vt). There was no other information regarding what settings the unit was set to. The rse remotely connected to the unit and accounted for the default settings, which were sent to the customer by email, so they can review the strips that the techs stated did not alarm for those rhythms and to see if they meet that criteria. System settings were sent to the manager by the clinical support specialist but further attempts to contact the manager have been unsuccessful. Good faith efforts were sent to the customer for further information; however, it could not be obtained as the customer did not have any answers. Based on the information available in the case, the cause of the reported problem was not confirmed as the customer could not provide further information. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the device did not generate alarms for supraventricular tachycardia or ventricular tachycardia. It was indicated there was no harm to the patient. The monitor technician notified the nurse manager that the telemetry device was "not picking up the svt and vtac/not triggering an alarm". System settings were sent to the manager by the clinical support specialist but further attempts to contact the manager have been unsuccessful. Clinical re-assessment was performed by the medical safety manager-complaint handling based on new information received in the complaint record. A review of the record was performed revealed the monitor techs were seeing the rhythms but questioning why there were no alarms, so they were aware of the patient rhythm. The customer did not provide additional information but did indicate there was no harm to the patient. The assessment has been updated according to this information.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The customer recalled the monitor was not alarming for supraventricular tachycardia (svt) and ventricular tachycardia (vt). There was no other information regarding what settings the monitor was set to. The rse remotely connected to the unit and accounted for the default settings, which were sent to the customer by email. The customer will review the strips that the techs stated did not alarm for those rhythms and see if they meet that criteria. The rse could not reach the customer to confirm that they system did not alarm according to their settings. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not generate alarms for supraventricular tachycardia or ventricular tachycardia. The monitor technician notified the nurse manager that the telemetry device was "not picking up the svt and vtac/not triggering an alarm". System settings were sent to the manager by the clinical support specialist but further attempts to contact the manager have been unsuccessful. Good faith efforts are being performed to obtain further information. The device was in use at the time of the event.